Event description:
Because the fetal heart rate went down to 60 beats per minute with no return to baseline, despite scalp stimulation, the mityvac vacuum was utilized. Unfortunately after three popoffs, the mityvac vacuum procedure was abandoned.